Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube broke 208mm from distal end of strain relief and multiple kinks on the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of shaft polymer extrusion found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x32mm promus element" plus drug-eluting stent was selected for use to treat the target lesion. However, during preparation, it was noted that the shaft of the stent broke 25 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x32mm promus element¿ plus drug-eluting stent was selected for use to treat the target lesion. However, during preparation, it was noted that the shaft of the stent broke 25 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.